Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy and the reported poor imaging contributed to the reported single leaflet device attachment (slda). The reported slda likely resulted in the reported mitral regurgitation. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was advanced and deployed. It was noted that due to poor imaging, leaflet insertion was difficult to assess. Two minutes later, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted medially to stabilize the slda; however, mr remained at a grade of 4. The patient is noted to be in stable condition and there was no clinically significant delay in the procedure. No additional information was provided.